Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the next day after implant, atrial lead dislodgement was observed via x-ray. The atrial lead was explanted and replaced. The patient's condition was satisfactory throughout his hospital stay.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.